Event description:
The staff nurse was attempting to use j-tip syringes on a patient as per patient request. Even though they were used correctly, two different syringes failed to fire. Unfortunately, one was discarded. The other syringe was saved. No harm was done to the patient. The patient and the parent agreed to use a topical anesthetic cream instead.